Event description:
The manufacturer received a medsun mandatory medwatch report (uf/importer report# (B)(4)). The incident involved a transpac® IV monitoring kit w/safeset 84" arterial pressure tubing, reservoir,03 ml squeeze flush and 2 needleless valves. The report stated that the statlock tubing from the arterial line severed during attachment to a brand new transducer set-up. It seems it was the statlock tubing that severed (not the transducer tubing). Meaning the transducer is intact but the end of the transducer that is affixed to the statlock tubing severed. There was unknown patient involvement and no patient harm reported.

Manufacturer narrative:
It is unknown if the device will be returned for evaluation. Without the return of the sample a comprehensive failure investigation cannot be performed, and a cause cannot be determined. If the device is returned, a supplemental report will be filed.

Manufacturer narrative:
No sample was returned for evaluation. An image was provided by the customer showing the tubing separation/breakage. The reported complaint of separation/breakage was confirmed as a result of the photograph review. Without the return of the reported sample, a probable cause could not be determined. The lot history was reviewed and no commodities were identified which could lead to the reported complaint.